Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sales rep remotely reprogrammed the implantable pulse generator (ipg) back in to normal mode post an magnetic resonance imaging (MRI) scan. A few moments post this reprogramming the patient experienced "heart racing". The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.